Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of rectocele, probable enterocele and stress urinary incontinence and lichen sclerosus at atrophicus of vulva. It was reported that after implant, the patient experienced an unspecified adverse outcome. The device had been used with sparc sling system with tensioning suture.